Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15feb2019. The customer ordered parts (front bezel, cooling fan filter, air inlet filter) to complete repairs. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the customer was unable to change the settings once the unit was placed on a patient. There was no patient involvement. The event date was not specified; estimate used.